Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert due to high out-of-range shock impedance measurements. Technical services (ts) was consulted and noted shock lead impedance was out-of-range during ambulatory monitoring and was recreated in-office with lifting of the arms. As such right ventricular (rv) lead troubleshooting to confirm/exclude lead impairment was recommended. The right atrial (ra) lead's impedance also appeared unstable, consistently out-of-range (greater than 2000 ohms) and frequently saturated (greater than 3000 ohms) during the past year. It was noted the abrupt ra lead impedance increase was known, and the device had been programmed to vvir since 2021. Nonetheless, ra lead troubleshooting and x-ray imaging was recommended. From the discussion between the local area field personnel and ts, it was pointed out the doctor prefers to keep the patient under vigilance via the latitude remote patient monitoring system, considering the patient's complicated clinical and anatomic condition. It was also noted by ts that the device battery charge time seems a bit long, and engineering review of battery longevity was requested. Data review showed no sign of premature battery depletion (pbd), as the power consumption is stable and is within expectations based on therapy programming. No adverse patient effects were reported. This ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert due to high out-of-range shock impedance measurements. Technical services (ts) was consulted and noted shock lead impedance was out-of-range during ambulatory monitoring and was recreated in-office with lifting of the arms. As such right ventricular (rv) lead troubleshooting to confirm/exclude lead impairment was recommended. The right atrial (ra) lead's impedance also appeared unstable, consistently out-of-range (greater than 2000 ohms) and frequently saturated (greater than 3000 ohms) during the past year. It was noted the abrupt ra lead impedance increase was known, and the device had been programmed to vvir since 2021. Nonetheless, ra lead troubleshooting and x-ray imaging was recommended. From the discussion between the local area field personnel and ts, it was pointed out the doctor prefers to keep the patient under vigilance via the latitude remote patient monitoring system, considering the patient's complicated clinical and anatomic condition. It was also noted by ts that the device battery charge time seems a bit long, and engineering review of battery longevity was requested. Data review showed no sign of premature battery depletion (pbd), as the power consumption is stable and is within expectations based on therapy programming. No adverse patient effects were reported. This ICD system remains in service.